Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) has advised that the iabp is owned by a third party service provider and will not be repaired. In addition, getinge no longer provides service support for this device. The device will remain in non-working order and has not been cleared for clinical use. The initial reporter is a getinge designee who has different contact details from that of the event site. However, contact details are not available at this time.

Event description:
It was reported that during a field action on the system 98 intra-aortic balloon pump (iabp) the getinge designee found the batteries expired and a missing safety disk. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Corrected field: updated fields:

Event description:
It was reported that during a field action on the system 98 intra-aortic balloon pump (iabp) the getinge designee found the batteries expired and a missing safety disk. There was no patient involvement and no adverse event reported.